Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the device cannot be turned on. Additionally, during service and repair, the device was found unable to operate on ac or battery power and cannot recharge the battery. No patient involved.

Event description:
It was reported that the device was found to be unable to operate on ac or battery power and can not recharge the battery due to the mainboard being defective (j13). No patient harmed, and no injury reported because this was found during service and repair.